Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global leaked and needle did not retract. The following information was provided by the initial reporter: description of incident/defect: very great difficulty in retracting the canula into the sheath and blood coming back up into the sheath.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of blood coming back up into the sheath was confirmed based on the circumstantial evidence that was observed on the returned shielded needle. Blood was visible within the needle hub and within the grip. Blood in the grip indicates that blood likely leaked beyond the blood control valve. The cause of the leak could not be determined as the 18g insyte autoguard IV catheter was not returned for investigation. Damage to the valve or the needle becoming caught in the valve may allow fluid to leak during use. As it was reported that there was difficulty in retracting the canula, it is possible that the leak was a result of the reported retraction issue. A functional test of the safety mechanism and needle retraction revealed no damage or defects. The needle fully retracted and the retraction time was within specification. The retraction issue could not be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.